Event description:
During a shoulder repair procedure, the needle pulled out of the needle hub and remained in the pt. An attempt was made to remove the needle surgically, but were unable to locate it.

Manufacturer narrative:
In regards to the incident of a broken safetyglide needle, a visit was made to the hospital to observe the actual sample involved in the incident. The actual sample will not be released to bd. The actual sample was viewed under 10x magnification using a 10x loupe. The needle cannula did not break, as originally reported, but actually pulled out of the hub, most likely due to insufficient adhesive that holds the needle cannula in the hub well. Evaluation summary: the condition reported had been confirmed based on the actual sample. A review of the complaint database did not reveal any other incidents of this nature with this catalog item. This incident is the result of an insufficient amount of adhesive within the needle well that secures the cannula inside the hub. The epoxy fill process has been designed to insure that the occurrence of any defect is infrequent. Each process is continually monitored through inspections of samples to ascertain that the process is in control. Scheduled audits for visual and security of assembly insure the quality of the operation. Corrective action: the plant has updated its training and preventative maintenance programs, and they have installed and validated a vision system which will also contribute to reducing needle pull out defects. Regulatory compliance will continue to monitor reports to identify any changes in trending.